Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to use a resolute onyx drug eluting stent to treat a lesion in the ostium of a patient. There were no abnormalities reported in relation to the anatomy. No damage was noted to packaging. No issues were noted when removing the device from the hoop and the device was inspected with no issues noted. Negative prep was performed. The lesion was pre-dilated. Resistance was encountered when advancing the device and excessive force was used. It was reported that the stent struts got caught on the previously placed stents and would not advance. It was a vein graft. The stent was brought out and the struts were raised in two parts of the stent. The stent was discarded and another onyx was put back in and went down and passed through the previous stent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.